Event description:
It was reported that a 4.0x12mm xience xpedition stent delivery system (sds) advanced to the right coronary artery (rca) lesion without reported resistance. Reportedly, the balloon possibly ruptured during advancement. Despite the rupture, the stent was implanted, fully apposed, at the lesion site. Upon sds removal, resistance was felt with the sds and the guide catheter possibly due to the ruptured balloon shape. The delivery system and guide catheter were removed as a single unit (sds, guidewire, and guide catheter). Post procedure, a shaft separation was noted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon was loosely folded and wrinkled at the distal shoulder, not ruptured. The reported shaft separation was able to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.